Event description:
It was stated by the nurse that the customer was hospitalized for high blood glucose levels. No blood glucose levels were reported. The nurse stated that the customer was unresponsive when she arrived. The customer was not feeling well enough to troubleshoot and the nurse was not familiar with the customer or the insulin pump. Therefore, no troubleshooting was performed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.